Event description:
It was reported that a motor stall occurred due to MRI exposure. The patient had an MRI on (B)(6) 2015, and did not go back in for a refill until (B)(4) 2015 and upon interrogation the healthcare provider found the pump never recovered from the stall according to the logs until the refill. The pump had the correct reservoir volume so the physician thought the pump did restart but never logged the restart. The patient had not had any issues with the pump and did not hear any alarms. It was later reported that the pump stall greater than 24 hours and a tube set message occurred after the stall. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. At the time of report, the patient was doing well and seemed to be receiving good therapy. The pump was used to infuse dilaudid, bupivacaine and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).